Event description:
It was reported that the sheath exhibited visible air and bubbles. During a procedure to treat atrial fibrillation at the right inferior pulmonary vein (ripv), a polarsheath was selected for use. The physician observed air in the three-way stopcock, which was also leaking. No issues were present upon opening the package, and no damage was observed on the luer. A fluid leak was noted at the valve, characterized as a slow drip. The polarx fit catheter was in place in the ripv when the leak occurred and was the only device placed across the valve and inside the sheath. Air was seen in the three-way stopcock but not in the patient. The irrigation method used was a pressure pump. The sheath exhibited both fluid leakage and visible air. The physician replaced the sheath with another of the same model, and the procedure was completed successfully. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.